Event description:
It was reported the catheter "escaped from the body (out of the body)". No patient harm reported. The catheter was replaced. The patient's condition is reported as fine.

Manufacturer narrative:
(B)(4).

Event description:
It was reported the catheter "escaped from the body (out of the body)". No patient harm reported. The catheter was replaced. The patient's condition is reported as fine.

Manufacturer narrative:
(B)(4). The customer submitted six photos for evaluation. The first two images show what appears to be the original catheter placement on the patient. Photos 3-4 show the distal end of the catheter protruding out of the patient's arm. Pictures 5-6 show the catheter body outside the patient. From the images, it appears as though the catheter body exited the patient and therefore migrated. From the images, it can be observed that the catheter was sutured using the juncture hub suture wings. The customer report of the catheter migrating can be confirmed based on the photos, however, the cause of the migration cannot be determined without the actual complaint sample returned for analysis. The customer returned one representative sample in the form of one unopened sac kit. The kit was opened to further analyze its components. No defects were observed on catheter or extension line. Visual inspection of actual device could not be performed as the actual device used was not returned. The total catheter length measured 85mm which is within the specification of 82-86 mm per catheter product drawing. The returned catheter outer diameter measured 1.26 mm, which is within the specification of 1.24-1.30 mm per catheter extrusion product drawing. The returned catheter was flushed with a 10 cc syringe in order to test for leaks or blockages. The catheter flushed normally. No leaks or blockages were observed. A manual tug test confirmed the luer hub was securely attached to the extension line. A device history record review was performed on the catheter and no relevant manufacturing issues were identified. The instructions for use (IFU) provided with this kit were reviewed as part of this complaint investigation. The IFU warns the user, "indwelling catheter should be routinely inspected for desired patency, security of dressing, and possible migration. Caution: minimize catheter manipulation throughout procedure to maintain proper catheter tip position." The complaint of a catheter migration could be confirmed by visual inspection of the customer supplied photos. The images supplied showed an arterial catheter that had migrated outside of the patient. No issues with device securement was observed in the photos. The customer only returned a representative sample which passed all relevant functional/dimensional requirements, however investigation of the actual sample could not be performed as it was not returned for analysis. A device history record review was performed and no manufacturing issues were identified. The root cause for this investigation could not be determined without the actual device returned. Teleflex will continue to monitor and trend for complaints of this nature.